Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm which occurred on the homechoice (hc). The hp stated she was still connected to the hc and did not notice any leaks or anything unusual with the supplies. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm. The tsr reviewed proper procedures with the hp. There was no patient injury or medical intervention reported.